Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend gas spring pistons were binding. The technician replaced the gas springs, adjusted the spacing and limit switches to repair the bed.